Event description:
The plate was reported broken 6 months post-initial implantation. The revision surgery is planned to explant it.

Manufacturer narrative:
The investigation concluded that the implant met specifications. Review of the planning highlighted a significant advancement of the maxilla was planned for the patient, which will increase risk of load bearing on the plate. The fracture of the implant was caused by a lack of bone healing resulting in load bearing on the implant for a longer time than intended.